Event description:
It was reported that there was premature battery depletion. It was noted that they had to recharge all the time and if there was no resolution they may switch back to a non-rechargeable device. The device had never held a charge over 7 days. When charged to 100%, it got to 50% in 36 hours, had rapid depletion, and took 3 hours to fill up with 8 bars. It was later verified that it took 3 hours to charge from 50% to 100%. The settings were not extreme or very high and they needed to know what to do or if it was faulty. The patient status at the time of report was alive with no injury and there were no patient symptoms reported. The recharging frequency did not match the patient¿s settings. The patient was trained, was able to demonstrate effect recharging, and could recharge normally but the frequency was too short and didn¿t last. The patient was in continuous mode and the cause of the event was not determined. Impedance testing was completed. No troubleshooting, interventions or other actions were taken to resolve the event. The patient was doing good and receiving therapy and had a heavy burden with the short interval.

Manufacturer narrative:
Product ID 3387-40, lot# j0301277v, implanted: 2003 (B)(6); product type lead product ID 3387-40, lot# j0301277v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 64002, lot# n381196, implanted: 2014 (B)(6); product type adapter product ID 37651, serial# (B)(4); product type recharger. (B)(4).